Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device beeping but green status indicator blinking green.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 19th december 2011 passing an auto self-test and a self-test during a manual power cycle. The device failed a self-test due to a low battery later on this date. The device recorded an additional five manual power ups within a five minute period, two of which fail the self-test due to a low battery. Voltage fluctuations were observed during this time. Multiple manual power ups of less than one minute duration including three failed self-tests were observed in the device memory on the 2nd may 2016. A day later an increase in voltage suggests a further pad-pak was installed, the device passed a self-test and continued to pass self-tests up to the last log entry on the 8th july 2016. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown however the status led was observed to be flashing green while emitting a failure chirp. This would confirm the reported fault. A test shock was delivered without fault and an acceptable measurement was recorded. The device powered off without any warnings and the status led continued to flash green while emitting a failure chirp. Investigation found the reported fault can be attributed to failure of the red status led on the membrane. The failure of the red status led has created a partial short across the component. This resulted in a failure chirp being present alongside the flashing green status led. This would confirm the reported fault. The device was still able to deliver therapy. The red status led is tested before leaving heartsine therefore it is concluded that the failure of the led occurred after dispatch from heartsine. The self-test fails recorded can be attributed to an incorrectly seated pad-pak or a partially depleted pad-pak was inserted into the device.